Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported via phone call that the customer fell onto the insulin pump. The caller stated the insulin pump reverted to a different language as a result. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. Customer was unable to perform a self-test because they were unable to navigate through the insulin pump. It was found the insulin pump had a blank display, an empty battery symbol and a black circle present. Troubleshooting was unable to change the insulin pump's language. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.